Manufacturer narrative:
A review of the manufacturing documentation for the ipg, and lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records for the ipg and lead found them to be satisfactory. This is the final report.

Event description:
A report was received that a patient had an infection at the pocket site. The patient's pocket site was hot as well as red on top of the swelling. The patient had chills and fever. The physician prescribed heavy doses of antibiotics. The patient is recovering from the infection, and is reportedly doing well following treatment.